Event description:
After placement into the patient, there was a sensor error with the mapping catheter. The catheter was removed and replaced with another of the same and there was no harm to the patient manufacturer response for mapping catheter, pentraray nav eco mapping catheter (per site reporter): clinical site reported to the manufacturer directly.